Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. Fluid was not discovered in the pump module area or on the external of the cassette, however the balloon valves were damp. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment and the treatment was cancelled. A replacement cycler was issued to the patient. A review of the patient¿s treatment records identified that the patient drained 4067 ml during drain 0 of the treatment. This drain volume is 271% the patient's prescribed fill volume of 1500 ml. The patient did not do a daytime manual exchange. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A reduced dwell simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A vacuum check failed. The failure was traced to clogged hp filters. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. Fluid was not discovered in the pump module area or on the external of the cassette, however the balloon valves were damp. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment and the treatment was cancelled. A replacement cycler was issued to the patient. A review of the patient¿s treatment records identified that the patient drained 4067 ml during drain 0 of the treatment. This drain volume is 271% the patient's prescribed fill volume of 1500 ml. The patient did not do a daytime manual exchange. Additional information was requested, however to date has not been provided.